Manufacturer narrative:
The user facility checked the device after removal from the patient. The physician tested the device and found the device locked in the initial screen and disconnected by itself. The manufacturer inspected the device onsite and could not reproduce what the user facility found. It was also noted that during the patient event, although 100% fio2 was selected, the o2 monitoring feature had not been enabled. The high and low oxygen alarms were set to off. When the monitor is disabled, it cannot monitor and therefore it cannot display a monitored oxygen value. (B)(4).

Manufacturer narrative:
The returned device was evaluated and the investigation could not duplicate the customer complaint that the display froze. The device was cycled on and off many times without incident. (B)(4).

Event description:
Information was received from spain indicating that a patient was being transferred from one unit to another, a distance of 200 meters, when the sedated and intubated patient desaturated and became bradycardic upon arrival to the second unit. The patient desaturation was noted via external monitoring by the physician. The ventilator was set for 100% fraction of inspired oxygen (fio2). The patient received ambu ventilation and was injected pharmacologically to establish stabilization of the patient. The patient was then placed on another ventilator.